Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and the customer reported malfunction was verified. The se replaced the graphic user interface (gui) printed circuit board (pcb), upgraded the backlight inverter pcb, and downloaded the latest software revision to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator¿s screen became erratic. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.